Event description:
The hcp reported that the pt had developed an inflammatory mass. The pt had been receiving methadone, clonidine and baclofen via the drug delivery pump. The intrathecal catheter has been explanted since the diagnosis was made. A follow-up report will be sent if additional info becomes available.